Event description:
The pt has 4 leads (from the same lot) implanted as part of her pns (off-label) system. It was reported the pt ceased using stimulation because she stopped receiving adequate pain relief approx 1 month after being implanted. The pt desires to have her system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.